Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device remained implanted and the patient would be monitored.

Event description:
New information states the pulse generator exhibited elective replacement indicator. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal device characteristics.